Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for the metal insert part and lot number combination; one prior report for the head part and lot number combination. However, review of the (B)(4) system show that 38 other devices from the reported lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that patient has experienced right hip pain and she felt like her hip was slipping. A bone scan revealed uptake in the greater trochanter. Additionally, it is alleged that patient had elevated levels of cobalt and chromium. During her revision surgery, a pathologist noted acellular eosinophilic material and chronic inflammation.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges bone fracture, abductor muscle repair, metal wear and metallosis. After review of medical records, the patient was revised to address osteoarthritis , painful post total hip arthroplasty and trochanteric bursitis.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. A review of the device manufacturing records (DHR) was already performed as part of this investigation. Medical records reviewed (B)(6) 2019 . From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. Investigational inputs were requested as indicated per internal procedures for this failure mode, medical records were provided to depuy. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary